Manufacturer narrative:
The customer's report of an underinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. Review of the pcu event log shows that at 3:49 am on (B)(6) 2016 the pump module was programmed to infuse mannitol 20% 50gram/250ml at a rate of 500ml/hr with a vtbi of 250 ml. At 4:19am, the infusion completed and transitioned to kvo. At 4:25am, the vtbi was changed to 100ml. "No" was selected in response to the guardrails warning "dose exceeds guardrails limit of 10gram/hr." The infusion was not started. At 4:27 am, the device was channeled off and the system was shutdown and powered off. Functional testing found the device was delivering fluid within specification. The root cause of the customer's report of an underinfusion was not identified.

Event description:
The customer reported an under infusion of mannitol 50 grams in 250 ml. The nurse stated there was 150ml to 200 ml left to infuse at the conclusion of the programmed dose. The clinical engineer reported "the line used was repeatedly increased on the occlusion pressure, prior and therefore that the line may have been occluded and that caused the under infusion." There was no patient harm reported.